Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the right breast, little bit under the left breast and her left back under the electrodes. Patient described irritation as red bumps and itchy but no open skin or blisters. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed nystatin cream for the skin irritation. Follow up indicated that the cream helped the skin irritation to improve.